Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that they went on swimming today and insulin pump was not working and received the open book image on the insulin pump screen. The customer blood glucose level was 380 mg/dl and treated with manual injection. It was also reported that there was no any other insulin pump error alarm was displayed before the open book image was displayed on the screen. The insulin pump will be returned for analysis.